Event description:
It was reported that a volume discrepancy had occurred. The expected residual volume (erv) was 4ml while the actual residual volume (arv) was 20ml. The health care provider (hcp) had also indicated the past two refills appointments the reservoir had 20cc in it. The patient had also reported underdose symptoms, specifically the patient had complained of no pain relief as well as less than 50 percent therapy relief. Actions required as a result of the event consisted of planned pump replacement. It wasn¿t known to the reporter if any diagnostic testing or troubleshooting was performed. It was noted the logs did not indicate any motor stalls. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid. Additional information has been requested including the dates of the refill appointments that there were discrepancies found, the cause of the discrepancy, if any troubleshooting, actions or other interventions occurred and how the patient was now doing, but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported conclusion codes have been updated/corrected. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed that the catheter body had significant twisting that may have affected infusion.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a volume discrepancy occurred in which the erv was 3.1ml and the arv was 17ml. The cause of the discrepancy was a catheter kink at the distal end, which was discovered during a surgical catheter revision and pump replacement on the date of this report. At this time, a partial catheter explant occurred, as part of the previously implanted catheter remained implanted. 19cm from the pump segment of the catheter was removed and 11.95cm of the pump segment from a new 8781 catheter was added. The pump was also replaced. The product issue was resolved. At the time of this report, the patient status was indicated to be "alive-no injury". It was unknown to the reporter how the patient was doing since the pump replacement and catheter revision. She was doing fine in recovery. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the pump and catheter were explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.